Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump was experiencing a power issue. The reporter stated that the pump failed to power on following a battery replacement. The reporter denied damage, trauma, or moisture ingress to the pump. It was reported that the battery cap had never been changed since the pump was new in (B)(6) 2012. The user guide instructs that the battery cap should be changed every 3-6 months. This complaint is being reported because the reported power issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.